Event description:
As reported by edwards japanese affiliate, approximately 8 years and 7 months post tavr, moderate to severe central regurgitation was reported. The patient underwent a transfemoral tavr procedure and received a 26 mm sapien 3 valve in the native aortic position. Approximately 8 years and 7 months post tavr, moderate to severe central regurgitation was observed inside of the leaflet of non-coronary cusp (ncc) side. Symptoms of heart failure and decline in cardiac function were also noted. A tav in tav is planned at this time. Per additional information on (B)(6) 2025, the patient suddenly deteriorated and passed away recently. Tav in tav was not performed. The details and the exact date of death was not provided. No further information is available.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings, type of investigation, investigation findings, investigation conclusions and h11 has been added. The event(s) reported is/are anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode(s) is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The complaint for central regurgitation was confirmed by the information provided from fcs (field clinical specialist). The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of the IFU revealed no deficiencies. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, 'the patient underwent a transfemoral tavr procedure and received a 26 mm sapien 3 valve in the native aortic position. Approximately 8 years and 7 months post tavr, moderate to severe central regurgitation was observed inside of the leaflet of non-coronary cusp (ncc) side.' Per the instructions for use (IFU), valve regurgitation is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (thv) procedure. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration, including calcification, non-calcific degeneration, leaflet thickening or fibrosis, or a combination of these. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. Due to limited information was provided, a definitive root cause is unable to be determined at this time. The event of central regurgitation has been confirmed based on the information available to date. Any updates or additional findings will be submitted in accordance with FDA reporting requirements. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.